Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot #: valhe2y, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Product ID: 3389s-40, lot #: valhe2y, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's postoperative effect was not very satisfactory. The patient went to their healthcare provider (hcp) and found high impedance on both leads. Both leads were replaced and the issue was resolved. The cause of the high impedance was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the leads (lot nos. Valhe2y) found no significant anomaly in either. The lead was returned segmented through the body. If information is provided in the future, a supplemental report will be issued.